Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a pph procedure, upon opening, one fourth of the circumference had not been stapled. The tissue was hand sewn to complete the procedure. No patient consequence reported.